Event description:
Device history record was reviewed, no issue has been found. Device log was not provided, therefore no review could be performed. The power board was sent back to our laboratory for analysis. Upon reception, the part was submitted a visual inspection. It has been observed that the power connector was bent and almost ripped off. No further analysis could be performed. Also the reported event was not reproduced. However, the picture sent by the customer showed the issue. Due to the lack of information, the root cause cannot be identified. An hypothesis is a drop of the device which has damaged the power board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during preventive maintenance the error 18 occured, therefore the power supply was exchanged. After that the pump worked without any error. No patient was involved in this complaint." Error 18 is described by the technical manual as a ac power presence issue. Reporting due to the referenced issue. No patient was involved. More information is needed to complete the investigation.